Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) implanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had an explant of the system due to skin infection. Patient's lead was implanted on (B)(6) 2026. Patient  saw doctor as they had an abscess over the entry point of lead. The patient was put on antibiotics. The patient had a shower the day prior to the report, and noticed the lead poking out of skin and called doctor. Cause not specified. Due to the skin infection, the device will be explanted (B)(6) 2026. Product will not be returned.